Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have one of the grip tips to be broken. The broken piece measures approximately 0.483 and was not returned with the instrument. The known common cause of this failure is due to mishandling/ misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This event will remain reportable due to the alleged retained fragment in the patient. However, failure analysis investigation determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. An xray was performed and confirmed a fragment remained in the patient. At this time, it is unknown what caused the breakage to occur.

Event description:
On (B)(6) 2017, it was reported that during a da vinci-assisted surgical procedure, a grip failure was reported on the fenestrated bipolar forceps instrument and a fragment broke off. The fragment fell inside the patient and could not be retrieved. On (B)(6) 2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reporter event: the instrument was inspected prior to use and there were no signs of damage. The reporter confirmed that the instrument jaw broke off after approximately 15 minutes into the procedure while preparing to dissect fatty tissue. There was no report of instrument collisions. It was reported that the staff searched for the broken piece for an unknown amount of time. The instrument was replaced and procedure was completed with the da vinci system. An x-ray was performed after the procedure and confirmed that a fragment remained in the patient. On (B)(6) 2017, isi spoke with the surgeon and was advised that no additional procedures will be performed and the fragment will not be removed from the patient. The patient was informed and is doing well.